Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2024. Effective therapy was established post-operatively. No further information is available at this time.

Event description:
Additional information received indicates that the lead was explanted and replaced.

Manufacturer narrative:
A patient experiencing autoreducing was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6) , UDI: (B)(4) , batch: 7788549.

Event description:
It was reported that the patient's system was autoreducing. As a result, the patient may undergo surgical intervention to address the issue. Investigation was unable to determine which of the patient's lead caused the issue.